Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of instrument bipolar yaw pulley ¿ thermal damage between grips to be related to the customer complaint. During visual inspection, the instrument was found to have charred a localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, maryland bipolar forceps (mbf) pulley cover had thermal damage. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected after completing the last procedure, and thermal damage was suspected. It was unknown if there was any arcing during the procedure. Thermal damage on the instrument was confirmed during reprocessing.